Manufacturer narrative:
The field service engineer (fse) was troubleshooting at the customer site when he observed excessive air being carried from the rinse pump to the syringe going pipette. The fse rebuilt the rinse pump to resolve the issue. He also found the strip reader module (spm) had excessive residual buildup and cleaned it. He was then able to run all controls successfully. The repairs were verified per established service procedures. (B)(4).

Event description:
The field service engineer (fse) observed that there was a lot air bubbles traveling from the rinse tube to the syringe going pipette of the ichem velocity automated urine chemistry system, while trouble shooting control failures reported by the customer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.